Manufacturer narrative:
Correction to the initial report: g1. Manufacturing site. Is (B)(4), therefore g1 manufacturing site details have been updated. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium and the patient experienced cardiac perforation that required pericardiocentesis and surgical intervention for repair. It was reported that it was noticed at the beginning of the case that the irrigation tubing was leaking close to where it connects to the saline bag. They replaced the irrigation tubing and the procedure continued. This reported irrigation issue with the tubing set is not considered to be MDR reprotable since the potential that this could cause or contribute to a death or serious injury, or other significant adverse event, is remote. It was also reported that a pericardial effusion was noticed. The physician had gone transeptal with a versacross sheath and with an rf wire. After exchanging the vizigo sheath and inserting the octaray catheter into the patient, the patient's blood pressure decreased significantly. The pericardial effusion was confirmed and noticed on intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and they cracked the patient's chest to repair the left atrial appendage (perforation was in the left atrial appendage). Patient has improved however required extended hospitalization. The vizigo sheath, decanav catheter, octaray catheter, and sound star catheter were inside the patient when the injury occurred. The physician was unsure of how the injury occurred, but he thought that either the wire went into the appendage or the vizigo sheath may have been advanced too far with the exchange of the vizigo sheath. The caller stated that no ablation was performed.

Manufacturer narrative:
Device investigation details: an analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. (B)(4).